Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-00068). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a merlin.net transmission was received indicating that the device was at eri. On the day of device replacement, the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in good condition after the procedure.